Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2020, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load process was failing after a power outage. All stations were under critical override and patients or orders were not crossing over. A technical support specialist (tss) dialed into the server, identified a disconnected flag, attempted to deploy the package interface service, restarted the external messaging services, and recycled both the carefusion application pool. The tss dialed into the carefusion coordination engine, identified that the database was in suspect mode, and applied the knowledge article create new tracing db for corrupt unrecoverable tracing db to create a new database. The tss then dialed into all in one server and checked the extract transform load (etl), which was showing an error. The tss restarted the structured query language server service, stopped the etl process, disabled and re-enabled it, and then started the job at the appropriate step, after which the etl ran as expected. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, system extract transform load process was failing after power outage, all stations were under critical override and patient, or orders were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.